Event description:
Edwards received notification that a 78 years old patient with a 19mm carpentier edwards valve implanted in the aortic position underwent a doble valve-in-valve (viv) procedure after an implant duration of seven (7) years and nineteen (19) months due to stenosis and probably endocardial process. The patient presented with severe dyspnea before the viv procedure. A 20mm transcatheter valve was implanted within the pre-existing surgical edwards valve. The patient was stable at home.

Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 78 years old patient with a 19mm carpentier edwards valve implanted in the aortic position underwent a doble valve-in-valve (viv) procedure in aortic and mitral position after an implant duration of seven (7) years and nineteen (19) months due to calcific degeneration leading to stenosis affecting both aortic and mitral valves. The patient presented with severe dyspnea before the viv procedure. A 20mm transcatheter valve was implanted within the pre-existing surgical edwards valve. The patient was discharged.

Manufacturer narrative:
Updated section b5 (describe event or problem), b6 (relevant tests/laboratory data, including dates), h6 (device code(s)).

Manufacturer narrative:
H10: additional manufacturer narrative: calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.